Manufacturer narrative:
Additional in h3, h6 the reported issue of dim segments was confirmed. The customer returned 8 lvp display board assemblies (p/n tc10004754) and 1 lvp display board assembly (p/n tc10010208) in individual esd bags. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Logs were not provided or deemed necessary for this investigation. The returned display boards were tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned display board with dim segments. Test results identified 9 out of 9 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. A qn database search was performed on the returned display board assembly p/n tc10010208. There are 8 quality notifications opened for tc10010208; however, there were no quality notifications related to this complaint. A qn database search was performed on the returned display board assembly p/n tc10004754. There are 101 quality notifications opened for tc10004754; however, there were no quality notifications related to this complaint. Review of the sn (B)(6) service history record showed the device had a manufacture date of 10-apr-2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 19-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. There were no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. There were no patient involvement.